Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg migrated from the pocket down into the mid/upper buttock. Reportedly, the patient lost an significant amount of weight and the ipg flipped and was protruding. Consequently, surgical intervention was taken and the patient had her scs ipg buried deeper in the same pocket.